Manufacturer narrative:
Results of investigation: analysis on the log file shows that the issue was most likely due a faulty epc. The exact root cause could not be established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspected device and log file has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us had a software malfunction. The screen went black during use on patient. The unit was pulled out with no patient harm or injury as reported.